Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: the xience stent referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, left anterior descending (lad) coronary artery. A diamondback 360 coronary orbital atherectomy device (oad) was used for six to seven treatments and a perforation was observed at the mid-distal lad; therefore, sealed by inflation with an unspecified balloon. A 2.25x28mm xience xpedition drug-eluting stent (des), 2.50x28mm xience xpedition des, and 3.0x33mm xience xpedition des were implanted and post dilated with a 3.0x8mm nc trek neo balloon. Optical coherence tomography (oct) intravascular imaging was performed and revealed a dissection by the 3.0x33mm xience xpedition des at the left main coronary artery. A 4.0x12mm xience xpedition des was used to cover the dissection. The patient was transferred to the intensive care unit and after 30 minutes, complained of chest pain. The patient was transferred back to the catheterization laboratory and angiography revealed that the initial perforation at the mid-distal lad was heavily leaking. A 2.8x19mm graftmaster covered stent was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in procedure. In the physician's opinion, difficulty crossing with the guide wire and orbtial atherectomy at the calcific nodule led to the perforation. The patient was discharged from the hospital in stable condition.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, left anterior descending (lad) coronary artery. A diamondback 360 coronary orbital atherectomy device (oad) was used for six to seven treatments and a perforation was observed at the mid-distal lad; therefore, sealed by inflation with an unspecified balloon. A 2.25 x 28mm xience xpedition drug-eluting stent (des), 2.50 x 28mm xience xpedition des, and 3.0 x 33mm xience xpedition des were implanted and post dilated with a 3.0 x 8mm nc trek neo balloon. Optical coherence tomography (oct) intravascular imaging was performed and revealed a dissection by the 3.0x33mm xience xpedition des at the left main coronary artery. A 4.0 x 12mm xience xpedition des was used to cover the dissection. The patient was transferred to the intensive care unit and after 30 minutes, complained of chest pain. The patient was transferred back to the catheterization laboratory and angiography revealed that the initial perforation at the mid-distal lad was heavily leaking. A 2.8 x 19mm graftmaster covered stent was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in procedure. In the physician's opinion, difficulty crossing with the guide wire and orbtial atherectomy at the calcific nodule led to the perforation. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, hospitalization and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported perforation of vessels, hospitalization and unexpected medical interventions due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).